Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure that the left ventricular lead was places and very high, out of range parameters were noted. The lead was not used. The patient was stable.

Event description:
New information noted that the parameters that were high were high impedance and high threshold. It was unknown if it was due to lead malfunction or patient anatomy.